Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episode of noise on atrial and ventricular leads via merlin.net transmission. The noise resulted in inappropriate ams episodes and a vf episode with inappropriate atp therapy. Review of the session records revealed noise, possibly due to damage on the leads. Several episodes of ams were likely caused by external emi. Performing isometrics was recommended. No further information is available.